Event description:
Vns patient was experiencing a burning sensation in the neck area. Programmed parameters were reduced to the lowest setting (0.25ma), but the pt continued to be very uncomfortable. The device was subsequently programmed to off, but the pt began to experience an increase in seizure activity. The device was programmed back to on approximately three weeks later at a low setting (0.50ma) pending surgical consult. Revision surgery is likely. Current leakage is suspected. The pt had not experienced any recent injury or trauma that may have damaged the vns thereapy system. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. Investigation to date has been unable to confirm the cause of the pt's symptoms.